Event description:
The customer states that a physician questioned an axsym troponin-I assay result of 31.1 ng/ml on a pt with chest pains. The patient's EKG was normal and the ck-mb value of 1.8 ng/ml was within the laboratory's normal reference range. The pt was transferred to another facility where a cardiac catheterization was performed. The results of that procedure are not being released by that facility. Follow-up troponin-I tesing at this facility was negative. The customer repeated testing at their lab with the original lot of axsym troponin-I reagent and another lot (17239m201, expires 9/2004) and pt results correlated to the initial result on both serum (38.3 ng/ml) and plasma (38.8 and 29.9 ng/ml) samples from this pt. The sample was then sent to another lab where testing on a competitor's platform generated a result of less than 0.04 ng/ml (negative). All controls values on the axsym troponin-I assay were within specifications. There is no further impact to pt management reported.